Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device failed to deploy the bands in sequence. The procedure was completed with another speedband superview super 7 device. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: additionally according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.